Event description:
During a kyphoplasty procedure, it was reported that the plastic handle of the biopsy needle came off when the surgeon tried removing it from the pt. After approximately 90 mins trying to remove the needle, the surgeon broke it off at the pedicle level and drilled out the needle portion that remained in the pedicle. A portion of the needle remains in the pt's vertebral body. Per the report, there was no injury to the pt.

Manufacturer narrative:
Method - other; follow up conversation with company representative. Results - other; no conclusion can be drawn.